Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high tip to coil and undefined impedance measurement. There were no adverse health consequences to the patient. No further information was reported.